Event description:
The customer reported that the ortho provue analyzer interpreted weak reactivity as a false reaction during compatibility / crossmatch testing.

Manufacturer narrative:
The customer reported that the ortho provue analyzer interpreted weak reactivity as a false reaction during compatibility/crossmatch testing. The customer returned a cd of log files and photographic images of the reaction in question. Mts was able to confirm the complaint with the information provided. The gel card performed as expected. However, mts could not rule out instrument malfunction as a contributing factor. An ocd field engineer performed repairs and confirmed proper operation, returning the instrument to its expected function. No erroneous results were reported. No death or serious injury was reported as a result of this incident. If a significant antibody/antigen interaction is not detected during crossmatch testing, or is not identified upon further testing, the patient may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. The likelihood of a serious injury, while not frequent, is not remote.